Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) is giving a noise after switching on.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that the during routine check the fse found that cs100 intra-aortic balloon pump (iabp) is giving a noise after switching on.

Manufacturer narrative:
Additional information: e1 - event /site telephone: (B)(6), event site postal code: (B)(6), event site state: (B)(6). It was reported that the cs100 intra-aortic balloon pump (iabp) is giving a noise after switching on. Getinge field service engineer (fse) found and replaced safety disk(d997-00-0985-01) in unit cs100 safety disc get replaced with new one for unit better performance.(10551 hrs.) For compressor vibration while operating hence recommended to replaced main kit estimate will submitted for the same. Checked all parameters of unit working fine. There was no patient involvement.